Event description:
It was reported that while the ventilator was cycling on a pt all the front panel led's started flashing and the ventilator stopped cycling. The ventilator was taken off the pt, the pt was bagged, and the ventilator was swapped out with another unit. There were no pt injuries. Front panel settings are unknown at the time of reported incident. Mode of failure has not been otherwise identified.